Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family called in to report multiple hospitalizations for low blood glucose levels. The customer was wearing the insulin pump at time of admission. The customer's blood glucose level was unknown. The customer declined to troubleshoot. No further details were provided and no products were returned for analysis.